Event description:
It was reported that while using the bd vacutainer® precisionglide¿ multiple sample needle prior to use, that foreign matter and scratches were located on the needle. No patient impact or injury reported.

Manufacturer narrative:
H.6 investigation summary material #: 360211. Lot/batch #: 2182356. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure modes for foreign matter and damaged cannula were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of foreign matter and damaged cannula were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter and damaged cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.